Event description:
(B)(4). This spontaneous case, reported by a sales representative, with additional information provided by a diabetic nurse, who contacted the company with an adverse event, concerns an approximately (B)(6) male of unknown origin. Medical history included type 2 diabetes mellitus diagnosed in 2010 and an unspecified disorder that does not allow the patient to recognize hypoglycemia on time; he recognizes them at a very late stage. Concomitant medications were not provided. The patient was receiving insulin lispro (humalog), dose and frequency not reported, via a reusable pen device (humapen memoir burgundy) for treatment of type 2 diabetes mellitus beginning on an unknown date after 2010 (when patient was diagnosed). On (B)(6) 2012, the patient was in a car accident and experienced several hypoglycemic episodes. On (B)(6) 2012, the patient was hospitalized due to hypoglycemia, with a blood glucose value of 32 mg/dl and an hba1c of 8.1%. The length of hospitalization was not provided. No corrective treatment was reported. Additionally, the patient had experienced nocturnal hypoglycemias (blood glucose 42 mg/dl) on unknown dates. It was reported that the patient had no changes in diet or physical activity. It was unknown if the patient recovered from the events. Insulin lispro and humapen memoir burgundy pen status were not reported. This report included a suspect humapen memoir burgundy pen with associated product complaint ((B)(4)). The patient was the trained operator of the pen. General device use was less than two years. Specific suspect device use were not reported. The device was returned to the manufacturer for analysis on (B)(6) 2012. According to the reporter, the pen appeared normal and was not considered suspect. The reporting diabetic nurse did not offer an opinion of relatedness. Update (B)(6) 2012: additional information received from sales representative reporter on (B)(6) 2012, were processed at the same time. Added suspect drug insulin lispro. Updated user of pen to patient and updated training status to yes. Added event of car accident. Added start date of hospitalization. Added blood glucose values of 32 and 42 mg/dl and hba1c of 8.1%. Updated reason for serious due to hospitalization to include event caused hospitalization. Added product complaint number to case and upgrade to p1 timeline. Added patient age of approximately (B)(6). Updated case narrative with new information. Regenerated psur. Update (B)(6) 2012: additional information received on (B)(6) 2012, from the global product complaint database added the device specific safety summary, manufacture date, and returned date of the device; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
No further follow up is planned. Evaluation summary a sales representative reported on behalf of a patient that he experienced severe hypoglycaemia and was hospitalized while using a humapen memoir device. Investigation of the returned device (batch 0908c02, manufactured august 2009) found that the device had a solid battery symbol in the display and 5 low battery warning errors. The investigation determined that the device had initiated the end of life shutdown process prematurely as a result of a weak battery. Malfunction confirmed. The user manual addresses flashing battery, dead battery, and reset modes. From the information provided it was not clear, whether the patient attempted to dial by clicks after the display became non-functional. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. The device met dose accuracy and glide force acceptance criteria when setting the dose by counting clicks. Corrective action - beginning with batch 1006c01 (manufactured june 2010), the manufacturer has changed battery suppliers and implemented a new, more robust battery in the device. There is no evidence of improper use or storage.